Event description:
During the procedure the tip of the phaco broke off. The tip was retrieved and no patient injury was reported.

Manufacturer narrative:
The phaco tip was visually inspected and found to have broken across the abs port of the phaco tip. The most probable cause of the device failure is due to fatigue. The fatigue is most likely from the ultrasonic energy and caused a crack to form.(B)(4). This device was reprocessed before ascent stopped the reprocessing of this model.the device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release.